Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the high capture threshold based on normal lead segment resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, only the proximal segment of the lead was returned and was severed approximately twelve point two centimeters from the terminal end. Further, no problem detected conclusion was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the right ventricular (rv) lead was capped/abandoned due to increased in threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead was capped/abandoned due to increased in threshold. A new lead was implanted. No additional adverse patient effects were reported.